Event description:
It was reported per field service report: not on a pt symptom - console "inop" in a/c and battery. Findings/action taken: biomed replaced power supply. Functional check by biomed.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.